Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor within 10 minutes. Results of 445 mg/dl and 84 mg/dl were plotted on the parkes error grid. The results fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were found in meter memory. This is a final report.

Event description:
A customer reported to baxter (B)(4) that a spike of the transfer set separated from the port of a twin bag. The customer reported that this occurred while the patient was using a clean flash to attach the connector cover. The customer reported that the patient pinched the tubing with a catheter clamp too soon. The customer stated the transfer set had been used for 30 days. There was no patient injury or medical intervention.